Event description:
The customer reported that during service the fio2 after being on 100 percent when the setting is dropped to 80 percent the monitor screen will go to 88 percent and stay there. With an external analyzer the unit is at 80.7. All settings are accurate throughout the scale just the monitored value stays at 88 percent. No pt involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: this supplemental report was identified as a late submission during a two year retrospective review of complaints and following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on (B)(6) 2015. The customer was using a third party o2 cell. They tried exchanging it for a new third party o2 cell as it was time to change it. This did not resolve the problem. A carefusion cell was sent to see if this resolved the issue. No additional calls logged for this ventilator on this issue as of (B)(6) 2015.